Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported during device observation that the pump modules had corroded male iui and contamination on the pins. This was reported to bd representatives during site visit. Devices were in clean utility room. There was no patient involvement.